Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "machine shut down" (loss of power). A nurse reported the system shut down during a case and had to be rebooted before completing the surgery. Per the facility, there was no pt injury and the machine has not had an issue since.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).